Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing ineffective therapy and programing was attempted and was unable to solve the issue . Diagnostics revealed high impedances on some contacts. X-rays also confirmed that the lead had also migrated as such surgical intervention took place wherein the lead was replaced with new lead. Post operatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.